Manufacturer narrative:
Update to implant date. Reported event: an event regarding loosening involving a vitalock shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary & revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
About 20 years ago, tha was performed. Revision surgery was performed due to loosening of the cup (6302-2-248) on (B)(6) 2024. When he extracted the v40 head 26mm + 0mm (6264-5-126), the tapered part of the stem (6265-2-113) did not have a slippery or shiny feel, it looked cloudy, and the end of the neck was smooth and shiny. Looking inside the head, it is shiny. Since it was unexpected this time, a new head was put in and the procedure was completed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
About 20 years ago, tha was performed. Revision surgery was performed due to loosening of the cup (6302-2-248) on (B)(6) 2024. When he extracted the v40 head 26mm + 0mm (6264-5-126), the tapered part of the stem (6265-2-113) did not have a slippery or shiny feel, it looked cloudy, and the end of the neck was smooth and shiny. Looking inside the head, it is shiny. Since it was unexpected this time, a new head was put in and the procedure was completed.